Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 85 mg/dl. In addition, it was reported that the pump intermittently shuts down unexpectedly. Reportedly the customer turns pump back on and continues to use the pump for insulin therapy.